Event description:
The complainant reported that 82-year-old female patient was on impella cp support due to non-st elevated myocardial infarction (nstemi). While on support, 14fr sheath was peeled away and repositioning unit advanced and oozing was immediately noted. Multiple troubleshooting techniques were tried (angle match, forward tension, tightening of perclose sutures) with no resolve. Due to the consistent ooze, the doctor felt best to remove impella. Impella was weaned and explanted. Previously deployed perclose sutures were tightened and with manual pressure, hemostasis was obtained. The patient tolerated the procedure well.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-16732 e4 should have been blank g1 reporting contact fax number missing.